Event description:
Customer reported being hospitalized for low blood glucose levels. It was reported that customer had high and low blood glucose levels intermittently prior to hospitalization. Troubleshooting performed and pump appeared to be operating normally.